Event description:
Used catheter without knowing that marker band fell off. Physician reported some fifficulties with catheter's ID. In this case, they assumed the marker band came off during catheter preparation.